Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further specified. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for peritonitis. On the same day as the onset, the patient began treatment with ancef (dose, route, duration and frequency not reported) and gentamicin (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the treatment with antibiotic was ongoing and the patient was recovering from the peritonitis event. On an unreported date, after the diagnosis of peritonitis, the patient was retrained on aseptic technique. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.